Event description:
(B)(6), patient called clinical call line and was very rude to them. Follow-up calls by multiple codman neuro specialists continued same trend of rude and being hung up on. (B)(6)did get in touch with patient and collected the following: patient feels that the pump is no longer dispensing enough drug. During last refill at (B)(6). Pain insist they emptied 15-18cc of drug from the pump to start with which is more than usual (3-4cc he said is typical). They started using a filter in the refill line during refill. The tubing separated from the syringe dispensing drug over his body. Drug currently used is 30cc of morphine and 1 cc provificane (sp). The second drug is off label. Clinical support specialist confirmed on (B)(6) that a (B)(6) confirms that they are extracting more drug than expected during refill procedure. Feels with such an old pump is should be replaced. He will replace it with a medtronic pump so he can program what he wants for the patient. No date provided for the replacement.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will eb filed.